Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had a "problem". The patient's physician did some tests and "found a few things were going bad". The device was explanted and replaced. No patient complications have been reported as a result of this event.